Event description:
Nurses reported multiple problems with 24 gauge x 0.75 inch insyte autoguard IV catheters. They stated that they "seemed dull" and "was like trying to insert through leather toughened skin." All were used in pediatric population. Also noted that many of them would not thread. Pharmacy removed the lot in question and replaced it with others. All of the lot was quarantined. Changing lots made the problem disappear. Note: this catheter has been in use for over 3 years. Nurses are veterans with it. (Style, type, and expectations).